Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the reported lot number, n4luop, is not valid. What is the correct lot number for the reported har9f: n4lu0p. What type of procedure was the device used in: node dissection. How long was the procedure extended (minutes): less than 30 minutes. Were there any patient consequences as a result of the extended or time: no. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the tissue pad was returned with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It has been reported that during an unknown procedure, the tissue pad detached from the clamp arm and fall off. Some pieces fall into the patient but all the pieces were retrieved. The procedure took longer than planned to be completed. No harm to the patient. The caller did not give any info on how the procedure was completed.